Event description:
I had essure implanted in (B)(6) 2010. I was in good health before the procedure. About 1 year ago, I started to have symptoms which include daily pelvic pain, bad menstrual periods, migraines, nausea, brain fog, extreme mood swings, joint pain. I have never been in a constant state of pain until I had this procedure. The symptoms get progressively worse as time goes on. Please, please, please listen to the hundreds / thousands of complaints that are coming and help us women out!!! We need this product recalled!!!! No quality of life for ourselves and our families are suffering because of it too. Thank you.